Event description:
Patient spouse reports no medication mist was coming out from the nebulizer. Tubing was changed and water added, which resulted in a weak mist. The machine was louder than normal. Unknown if dose was missed, unknown if patient experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.